Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this right ventricular (rv) lead was connected to the new device and the shock impedances decreased. The shock impedance values were between 0-14 ohms in triad configuration. The rv lead was reprogrammed and the values were stable at 72 ohms. The lead remains in service. No adverse patient effects were reported.